Event description:
Boston scientific received information that the r wave measurements of this implantable transvenous defibrillation lead have decreased from 9 to 5 volts coupled with an impedance change of about 200 ohms. The threshold has remained unchanged. Additionally, there was a loss of capture.

Manufacturer narrative:
A boston scientific technical services consultant discussed possible lead movement and the reason for the loss of capture beats. Diagnostic changes occurred around the time of a returned monitor strip. The available information leads us to believe the lead remains implanted and in-service. This event will be reopened should additional information become available. Most recently this defibrillation lead was removed from service as a result of the ongoing product performance issue regarding loss of capture. There were no adverse patient symptoms associated with the surgical intervention. The investigation is now considered closed. If new information were to become available, this report will be further evaluated and updated.

Event description:
Event description guidant received information that the r wave measurements of this implantable transvenous defibrillation lead have decreased from 9 to 5 volts coupled with an impedance change of about 200 ohms. The threshold has remained unchanged. Additionally, there was a loss of capture.